Event description:
The patient has had an asr revision. Specific details regarding the report are unknown. (Right side). (B)(6) 2011 - litigation papers were received. It is alleged that the patient has ongoing complaints caused by his hip and that he has elevated chromium and cobalt levels in his blood. No additional information was received. (B)(6) 2012 - patient's operative reports received. It was noted that the patient's right hip had become painful. It was also noted that there was an abundance of necrotic appearing tissue, and the trunnion femoral component was almost entirely black with corrosion. The stem has been added to the product pages and the case has been re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.